Manufacturer narrative:
Updated sections: h2 and h11. Additional information/device evaluation: further evaluation of the e200 generator found that the unit passed fixture testing and functioned as designed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The e-200 electrosurgical generator unit (esu) was replaced by the intuitive surgical, inc. (Isi) field service engineer (fse) to resolve the issue. The system was then tested and verified as ready for use. Isi did receive the e-200 generator to perform failure analysis (fa). Fa was not able to confirm or replicate the reported issue. The e-200 was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit passed system drive testing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was bleeding due to insufficient seal with the use of the e-200. The surgeon reported that the sealing and monopolar energy is not sufficient to create a seal with the e-200. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.